Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple no external power and low voltage alarms. They admitted to accidently unplugging the mobile power unit (mpu) from time to time. Log files were submitted for review. The event log file captured power cable disconnect, low power hard, and no external power alarms while on the mpu on (B)(6) 2025. There was no pump interruption during these events as system controller¿s emergency backup battery functioned as intended. The alarms resolved upon mpu regaining power.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6) 2025 from 06:09:18-06:54:31, the log file captured multiple instances of power cable disconnect, low voltage hazard, and no external power alarms while connected to the mobile power unit (mpu). The alarms were due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v and resolved each time when power was restored to the system. These are consistent with losses of power to the system. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector on the back of the ac power cord. There were no other no external power events except for when the patient had accidentally unplugged the mpu. The ac power cord had not become unplugged at the wall outlet or back of the unit. There were no environmental circumstances that had affected ac power at the time of the event. The mpu was not removed from use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.